Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to deploy in this incident could not be determined. Additionally, the device was used for treatment of the tricuspid valve. It should be noted that per the intended use section of the mitraclip system instructions for use (IFU), the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, the device was used for a tricuspid valve procedure; however, the off-label use did not likely contribute to the reported difficult to deploy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The second mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat a functional tricuspid regurgitation (tr) with grade 4+. The first clip delivery system (cds (B)(4)) was advanced to the tricuspid valve and placed at the anterior and septum leaflets. When attempting to deploy the clip there was some difficulty. The shaft appeared wedged; however, after approximately 2 - 4 minutes troubleshooting, the clip deployed. The second cds ((B)(4)) was advanced to the mitral valve however; there was a delay in deploying the clip as the same issue occurred. It was noted that gripper line was removed directly after removing the lock line (prior to deployment), and the release pin groove was only half exposed during deployment. Two clips were implanted, reducing tr to 1+ - 2+. There was no adverse patient effect reported. There was no clinically significant delay in the procedure. No additional information was provided.